Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during in clinic follow up noise was observed on both atrial and ventricular channels. The physician adjusted the vt and vf detection criteria of the device. The lead remains implanted.